Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument timing was proper. One 8dpt reloads was received with a protruding tack and disrupted timing. A pmv reload was used for functional testing. During firing the instrument made a clicking and crunching sound and the gear popped. The tacks deployed but did not seat properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damage causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an abdominal wall hernia repair procedure, an abnormal sound was heard from the tacking device on the first firing. The tack did not come out properly, and stopped halfway. The tacker was difficult to remove from patient tissue because of how it was disengaged from the device. The device was removed from the tissue by force but no tissue damage was caused. To complete the procedure, another device was used. No patient injury or extension in surgical time.